Event description:
Dealer says the user states the powered wheelchair stopped and it showed restart on the joystick. The incident was brought to the dealers attention. After evaluating the unit the dealer has reported that currently this device is working fine. The end user was instructed to write down the alert in the future.